Event description:
It was reported that the patient experienced decreased seizure control due to low voltages of the implantable neurostimulator. The device was removed and replaced. The patient recovered without sequela. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received reported that the device was replaced due to battery depletion. Information received from the hcp reported that the neurostimulator was replaced as a preventative measure, and there was no adverse event. No abnormal impedances were noted. The generator was placed for seizure control. Only the generator was changed. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomaly. The device failed the final functional test as the battery was not in new condition. The initial review finding was ok. The insulation coating, ins can, setscrews, grommets, access hole adhesive, connector ports and connector module were ok. Telemetry was ok and there was good stable output on all electrodes referenced to the case. There was good stable output on all electrode pairs as received. There were no issues when pressing on the ins can.

Manufacturer narrative:
(B)(4).